Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, issue occurred post lap appendectomy wherein a leak was noted and an artificial anus was created. Operation was done to solve the issue. During the first operation, a device and a reload were used without problem. Patient current status is not indicated.